Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID sesr01, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 5076-52 the lead was returned and analyzed was performed and no anomalies were found.

Event description:
It was reported that an infection occurred. It was also noted that the lead was pulled back. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.